Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had been reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date around 4 months prior to the alert date of (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿289mg/dl¿ with the subject meter and a result of ¿189mg/dl¿ on another device performed within 30 minutes of one another. Based on statistical methodology the calculated difference between these blood glucose results exceeds lfs¿s criteria for accuracy. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had consumed less food and drink in response to the alleged product issue. The patient stated that they developed the symptom of ¿anxiety¿ within seconds of the alleged inaccuracy, but did not require any form of treatment due to this symptom. At the time of troubleshooting, the cca noted that an approved sample site was being used and the patient¿s testing steps were correct. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.